Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. This report is for six unknown 3.5mm variable angle locking screws. Other number¿UDI part number unknown, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 to address nonunion and to replace tibial implants. The patient was originally implanted on (B)(6) 2015 with a synthes lateral variable angle-locking compression plate (va-lcp) proximal tibia plate, six va 3.5mm locking screws and four 3.5mm cortex screws to treat a displaced periprosthetic fracture of left proximal tibia. It is unknown when nonunion was initially discovered. During the (B)(6) 2016 revision surgery, the original hardware was removed and a new va-lcp lateral proximal tibia plate and a 3.5mm lcp medial proximal tibia plate with screw fixation were implanted. Additionally, a third party bone graft was used. The original implants were removed without complication and the surgery was completed as planned and without delay. This report is for six unknown 3.5mm variable angle locking screws. This report is 2 of 3 for (B)(4).